Manufacturer narrative:
.

Event description:
The recipient is reportedly experiencing electrode extrusion; the electrode has migrated out of the tympanic membrane. The recipient also does not receive much benefit from the device and has been a non user of the implant. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient reportedly experienced pain prior to explant. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was damaged prior to receipt as well as damage in the epoxy header region and cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.